Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
300cc mentor memorygel breast implants were received by the mentor failure analysis lab on with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of explanted devices is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. See 1645337-2022-08045 for contralateral prosthesis report.